Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Correction was added to this field after review of the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump was removed due to the cerebrospinal fluid (csf) being infected. It was reported that there was no catheter leak. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump was being taken out/revised today because the patient almost died from it. The pump had only been implanted for about a month and a couple weeks. It was noted that the patient had swelling in their head/brain and a very high fever. The caller stated that the pump alarm never went off and that the device was dry. The caller was told by the healthcare provider (hcp) that the "itb line was empty". It was noted that the catheter was placed through the ventricle of the patient's brain and that a leak probably occurred. No further complications have been reported as a result of this event.